Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the user login unable to authenticate the device. A technical support specialist (tss) dialed into the server and logged into pes. Verified that the user account was neither locked nor inactive in the system. Reviewed station logs and found an error message indicating the account was locked. Informed the customer of the findings. After addressing the issue, the user was able to log in successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server user login issue and was unable to authenticate the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server user login issue and was unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.